Manufacturer narrative:
The insulin pump was received with unresponsive up button due to corroded keypad trace. The insulin pump has minor scratches on lcd window, cracked battery tube threads and belt clip slot.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the buttons on the insulin pump were not working. No further information reported.